Event description:
Hcp reported pt was dissatisfied with the therapy. The pt believed there was underinfusion of the pump. There were no volume discrepancies at pump refills. The pump was explanted in 2004 and returned to the MFR for analysis. The post-procedure pt status was reported as "pt will use oral morphine medication."